Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the concerto implant coil was found to be detached from the pushwire within introducer sheath. The concerto pushwire was found broken at the load indicator with the release wire pulled back. The concerto pushwire was found bent at multiple locations from the broken end. The concerto implant coil was found detached within the introducer sheath. The concerto implant coil appears to be in good condition within the introducer sheath. The concerto pushwire was pulled out of the introducer sheath without issue. The coil was found pulled back from the lumen stop. The concerto implant coil was pushed out from within the introducer sheath without issue. The concerto implant coil was found in good condition outside of the introducer sheath. No other anomalies were observed. Based on the returned device analysis and reported information, we were unable to determine the cause of implant coil detachment from the pushwire. It is possible that the pushwire to break and for the release wire to subsequently pull back from the lumen stop, detaching the implant coil from the pushwire. All devices are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil proximal segment of the pushwire was already broken when pulling out of the hoop. The patient was ultimately treated with replacement concerto coils. The patient underwent coiling treatment for gi bleed. There were not any patient symptoms or complications associated with this event. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire.